Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant procedure for this 21mm aortic bioprosthetic valve, it was replaced with different medtronic product. The reason for replacement was reported as there was a 1mm difference in the height of the valve and the sizer were observed. It was further reported that when investigated in detail, the healthcare professional (hcp) pointed out that there was a difference between the cuff of the biological valve and where the cuff was hanging. The bottom of the base of the valve was compared to the replica to confirm there was no problem with the product. It was also reported that the replica end of the sizer was used. The valve was not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Updated data: b.5: event description h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the 21mm aortic bioprosthetic valve was replaced with a 19mm aortic bioprosthetic valve of the same model. It was further reported that the hcp confirmed there was no problem with the product, and no product complaint occurred. No additional adverse patient effects were reported.